Event description:
It was reported that the patient complained of diaphragmatic stimulation, and the left ventricular (lv) lead exhibited oversensing. Reprogramming was attempted, but was unsuccessful. The lead was capped and replaced. The patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x2 implantable pacing leads - (B)(6) 2011. (B)(4).